Event description:
It was reported that the customer had a prime rewind on the insulin pump . The customer's blood glucose level was 130 mg/dl. The customer states insulin is "squirting out" during manual prime process. The customer received a33 alarm. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instruction. The customer was advised that the insulin will need to be replaced. The customer was advised that the possible cause of the a33 alarm is during seating the force sensor did not detect the reservoir. The customer als reports cosmetic damage to the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a broken belt clip slot.